Event description:
It was reported that a male patient in his 60¿s (B)(6) underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped and occurred after transseptal puncture. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and was greater than 4 cm. The medical intervention provided was a pericardiocentesis (pericardial tap) and 1500 cc of fluid were removed. The patient was reported to be in stable condition in the or. The patient fully recovered with no residual effects. The physician¿s opinion of the cause of this adverse event is that it is procedure and patient condition related. The patient required extended hospitalization for observation. Pre-procedure, the patient was diagnosed with persistent atrial fibrillation. The patient was not in sinus rhythm during the entire procedure. The patient did not develop atrial fibrillation during the procedure. A transseptal puncture was performed with a brk needle, bovie, sl1. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred during the transseptal phase. The correct catheter settings were selected on the generator. Graph, dashboard, and vector were used for force visualization. It was also reported that the connector, where it connects to the piu, is broken and that the hub where it connects to the smartablate side on the cable is broken. Since the event (cardiac tamponade) is life threatening and required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The piu issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The connector issue was assessed as not MDR reportable. Since the device or the cable have the connector issue, the device can¿t be used. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)2021. It was reported that a male patient in his 60¿s (250 lbs) underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped and occurred after transseptal puncture. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and was greater than 4 cm. The medical intervention provided was a pericardiocentesis (pericardial tap) and 1500 cc of fluid were removed. The patient was reported to be in stable condition in the or. The patient fully recovered with no residual effects. The device was returned to biosense webster for evaluation. A visual inspection, deflection, magnetic sensor functionality, screening, temperature and impedance, cool flow pump, patency, and ECG tests of the returned device were performed in accordance with bwi procedures. The thermocool® smart touch® sf bi-directional navigation catheter was visually inspected, and it was found in good condition. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. A manufacturing record evaluation (mre) was performed for the finished device 30621049l, and no internal action was found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date has been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)